Event description:
Epidural catheter removed easily and without resistance after cesarean section, black tip not present, remaining end appeared sheared. Unable to determine whether or not it was a user error.